Manufacturer narrative:
Investigation summary: one 2000e-04 sample was received for investigation with an open packaging from lot 20075177. A visual inspection of the 2000e-04 samples did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience; however residual fluid was identified at the surface of the piston component of each sample. Functional testing was performed by connecting the sample to a 50ml bd plastipak syringe and a 5ml bd luer slip syringe from stock and flushing with fluid; no occlusion or flow restriction was identified during testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20075177 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e-04 product in the past 12 months.

Event description:
It was reported that the smartsite needle-free connector had flow issues/blockage during a demonstration of the priming process. The following information was provided by the initial reporter: "inability to flush/prime on initial use, seems to occlude. Priming with bd 10ml luer tip syringe. Sample is clean as it occurred during simulated demonstration."